Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/14/2021 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: one opened sample of product code (B)(4) were returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. The clip off defect observed during the visual assessment has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: product code: d8252 => j602h lot number: unknown => mkz835 - device return status: =>we regularly contact with sales rep about the device returning. No further information will be provided. The following information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify - what was the name of the procedure? - what was the procedure date? - what is the lot number?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During surgery, the needle was detached from the suture easily. It was not a control release needle. There were no adverse consequences to the patient. No further information will be provided.